Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient and the physician began to assess the device for release. As the release criteria was being check it was noted on transesophageal echocardiogram that there was a thrombus on the face of the closure device. The physician attempted to aspirate the thrombus back through the delivery system using a syringe, but was unsuccessful. A ten thousand bolus of heparin was administered to the patient to help, but the thrombus still did not resolve. Due to the location of the thrombus, fixed on the top lateral side of the device between the device and the coumadin ridge, it would have been dangerous to recapture the device. The device was released from the core wire and successfully implanted in the patient. The system was removed from the patient and the thrombus was monitored for any dislodgement. After several minutes there were no changes noted so the procedure was ended and the patient was woken from anesthesia. The patient was assessed for any neurological issues, but they were found to be alert and oriented with no indication of any complications. The patient remained stable and fine following these events and they were discharged home with no other issues.